Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. Due to a lack of the complained device, an investigation could not be performed. Therefore, a clear conclusion cannot be drawn. The event is filed under internal karl storz complaint ID ((B)(4)).

Event description:
It was reported that there was event with a coagulating and dissecting electrode. According to the provided information: during cholecystectomy via laparoscopy, the end of coagulation electrode hock separated and fell into patient body. The part could not be retrieved and remained in patient body. Patient is informed. No further information provided.